Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient receiving intrathecal therapy. The indication for use was spinal pain. The device and catheter were removed on (B)(6) 2013 due to infection.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
.